Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the original report was filed. Product was returned for evaluation. Console (B)(6) was tested, but the issue of failed boot-up was not reproduced. Instances of pbm not withdrawing power from impellatronic after aic shutdown were observed, indicating pbm failure.

Event description:
The abiomed field service representative reported that after turning on the automated impella controller console, the system self-check failed and did not allow the operator to turn the console off. The console was changed immediately. There was no patient involvement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Follow up with the field service representative has not been completed. Upon investigation closure, a supplemental MDR will be filed.